Event description:
The facility reported high flow during biomed testing. The pump was pregrammed to run 20ml in 12 minutes at a rate of 100ml. It was reported that the device was consistently overinfusing. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.